Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with serial number label fading, scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer went to the emergency room on (B)(6) 2020 due to high blood glucose levels after misplacing her insulin pump on that day. The customer's blood glucose levels were 400 mg/dl and went up to 500 mg/dl. The hospital was not sure how to treat the customer and the customer's spouse treated the customer with manual injection. It was unknown if insulin pump was on auto mode. Insulin pump will be returned for analysis as it was found.